Manufacturer narrative:
Additional narrative: event was reported sometime in early (B)(6) 2013. The device history record review was completed. Orchid unique manufactured the 1.5mm mandible cloverleaf foot c-type for cmf distractor, p/n 04.315.313, and lot number ur82660. The supplier's certificate of compliance (dated 9/21/07) indicates the parts were manufactured to p/n 04.315.313, and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet (B)(4), completed (B)(4) 2007. (B)(4) was written for undersized pocket depth, but the parts were found conforming at mrb and the mrr was closed (B)(4) 2007. (B)(4) was written for the anodize color being between rose red and fuchia, for stock evaluation (B)(4). The mrr was dispositioned uai and closed (B)(4) 2007. No additional mrrs were generated during product that would contribute to this complaint condition. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on an unknown date the patient heard a sound every time he opened his mouth. The patient went to the doctor and the doctor detected a fracture of baseplate 1.5 mandible cloverleaf type b. The doctor scheduled a surgery to remove the distractor craniomaxillofacial. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The visual inspection of the returned device performed as part of the manufacturing evaluation reported the cloverleaf plate was received badly damaged and broken in several places. A few small portions of the plate were not returned. The plate cannot be separated from the distractor. The material of the part was confirmed to be correct. The part conformed to dimensional specifications and functional requirements at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. The thickness of the plate was confirmed to be within specifications; however, damage prevented verification of the hole diameters. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes no manufacturing fault was detected.